Event description:
Known issue with the new brand of IV catheters (di (B)(4)) - recurring issues reported by experienced rns regarding difficulty of use since this new brand of IV catheters was introduced.